Manufacturer narrative:
A lead revision was to be scheduled for the near future.

Manufacturer narrative:
Most recently, this lead was removed from service for reason of suspected fracture, although sensing and thresholds were still within normal limits. There had been no evidence of loss of capture. This lead has not yet been returned to boston scientific.

Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit noise and pace impedance greater than 3500 ohms. The boston scientific local area sales representative indicated that no issues had resulted yet. Some inappropriate mode switches were evident. There was no report of adverse patient effect associated with these clinical observations.